Event description:
Surgery to remove a left total knee implant. Winquist disimpactor was in place, surgeon used flap hammer to loosen/remove the implant and the metal broke at the threaded connector toward the patient (this occurred a few minutes after surgeon began). The disimpactor came off and flew over the sterile drapes and landed on the patient's forehead. A 1" cut noted. Surgeon ordered pressure to stop bleeding and then apply steri strips. Order followed and bleeding stopped. No other injury noted no permanent damage.